Event description:
Boston scientific crm received information via latitude that this cardiac resynchronization therapy defibrillator (crt-d) had detected out of range right ventricular (rv) pacing impedances. It was reported that the shock impedances were stable. There were no episodes stored with noise and the impedances had increased over the last 5 days. No adverse patient effects were reported. Subsequent information indicates that the physician is aware of this situation and has scheduled to see the patient in the near future. The field representative stated that the physician was likely going to intensify follow-up. Additional information indicates that this product was explanted and replaced for normal battery depletion (nbd). This product was received for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted scratches on the case, lead abrasion marks and anodization marks from pacing pulses on the case, and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.